Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral indirect type inguinal hernias thereby underwent open repair with implant of kugel patch (device 1 and 2). Per op notes, ¿an incision was made above the midpoint in the left inguinal ligament. A small indirect inguinal hernia sac was identified and reduced. A small kugel patch (device 1) was placed and secured with sutures. An incision was made in the right inguinal ligament. A small indirect hernia was noted on the right and reduced into the abdominal cavity. A small kugal patch (device 2) was placed and secured with sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax mesh (device 3). Per op notes, ¿a left upper quadrant incision was made. Bilateral preperitoneal meshes (device 1 and 2) were identified. Bilateral medial recurrences were noted. On the left side, the inferior epigastric was completely fused with the mesh (device 1) near its insertion at the inguinal ring and it was divided. A 3dmax mesh (device 3) was placed and secured together at the midline with suture.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.